Manufacturer narrative:
(B)(4). D10: 2x unknown screw, lot unknown. 159551, oxf anat brg lt md size 7 PMA, lot 2893404. 161469, oxf twin-peg cmntd fem md PMA, 2958763. Unknown cement, lot unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent conversion from a unicompartmental left knee arthroplasty to a total knee arthroplasty due to tibial fracture. Attempts have been made and no further information has been provided.